Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported "false downstream occlusion" was unable to be reproduced, but was confirmed through physical inspection of the device. Evaluation found the downstream sensor current reading with a fluid filled set to be below specification. The unit did pass downstream occlusion testing per the spectrum service manual as well as additional tests per baxter's service procedure. The pump was reworked to ensure proper occlusion detection.

Event description:
It was reported a spectrum pump alarmed falsely for downstream occlusion. It was also reported there was no patient injury.